Manufacturer narrative:
(B)(4). Investigation summary: customer returned (2) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 9337429. Customer states that it is difficult to remove the plunger rod. Both returned syringes were tested and both samples were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. A complaint history check was performed and this is the 1st related complaint for plunger rod difficult to move on lot # 9337429. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, plunger rod difficult to move) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger rod was difficult to move before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it is difficult to move a plunger rod."